Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient had a significant increase in bolus medication and was still unable to feel pain relief at the c1 level. A catheter dye study was ordered for (B)(6) 2020. The device was reprogrammed where the hydromorphone was increased on (B)(6) 2020. The outcome of the event was noted as ongoing. The clinical diagnosis was unable to feel bolus for pain relief at the c1 level. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was increased dose. The event date was (B)(6) 2020. No further complications were reported. Additional information received from a healthcare provider via a clinical study reported the patient had a catheter dye study, on (B)(6) 2020, and the catheter had migrated to c2 and was difficult to aspirate. On (B)(6) 2020, the catheter was replaced and it was noted it had migrated to c3. The issue resolved without sequelae on (B)(6) 2020. The clinical diagnosis was catheter dislodgement.